Manufacturer narrative:
(B)(4)

Event description:
A report was received that stated a customer experienced a cuff leak on a tracheal tube. This occurred during patient use. The tracheal tube was exchanged for a new device. There was no report of patient harm or injury.